Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of intermittent power was confirmed due to faulty harness causing the ur issue. In addition, main power switch stuck intermittently, bad scope socket, non-olympus lamp life meter reading over 500+hours, and lamp life expiration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source has a defective component and will not power on fully. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to a faulty harness. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. ·always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817" olympus will continue to monitor the field performance of this device.